Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2018 it was reported that the patient¿s pump that was implanted in (B)(6) 2018 was explanted in (B)(6) 2018 after developing an infection. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. It was noted that the healthcare professional had no further information regarding the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.